Manufacturer narrative:
Sections d4 (kit lot #) and g4 (510k#) have been updated.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next usb meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. Model # 9739 of the contour® next usb meter is only available in united kingdom; therefore, the UDI # is not applicable. The kit # associated with the meter is not available. If the information is available at the later date, it will be provided in the supplemental report. This event is related to MDR # s 1810909-2025-00016 and 1810909-2025-00017.

Event description:
The customer from united kingdom reported that she obtained a blood glucose reading of 8.6 mmol/l at around 6 p.m. With the contour® next usb meter. The customer took 8 units of insulin before eating and after the blood glucose testing. At around 9 p.m., the customer was experiencing symptoms of hypoglycemia, which was described as not making much sense while speaking, looking vacant and becoming combative. The customer's brother called an ambulance. The paramedics performed blood glucose testing with their meter and obtained a reading of 1.8 mmol/l. The customer was given glucose gel and jelly babies, after which additional tests were performed with the customer's contour® next usb meter and paramedic's meter, which gave readings of 11 mmol/l and 7.6 mmol/l respectively. The customer recovered well after the treatment. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® next usb meter with serial #(B)(6), and no manufacturing anomalies were found.